Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -9.0/1.5/092 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. The lens was intraoperatively implanted, removed, and replaced for a smaller length lens due to a lens tear during loading. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
B1 - corrected to: product problem (e.g., defects/malfunctions) in the initial MDR. B2 - required intervention to prevent impairment/damage should be removed from initial MDR. H1 - corrected to: malfunction in the initial MDR. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry with residue throughout the lens in a vial . Visual inspection found the haptic torn to the lens. Claim# (B)(4).

Manufacturer narrative:
D4: corrected to- model # vticmo_13.2 in the initial MDR. Claim # (B)(4)